Event description:
It was reported that normal procedures were fine (preparation of equipment, connections, trepanation, screw placement, calibration, pic catheter insertion, lcr confirmation, screw adjustment, initial pic marking 17mmhg) and was terminated without complications. After 5 minutes of monitoring, it was noted that there was no recognition of the pic curve nor temperature, just integra's start screen. Connections were revised and both monitor and connecting cables were changed, but continued showing the start screen. Also the sensor was revised and changed with no results. Therefore, the sensor was replaced by another 110-4hmt - lot #305000288512, which worked well and recorded properly during the monitoring time (5 days). Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.